Event description:
Dealer stated that the gear on the stroller handle for a solara3g tilt in space manual wheelchair has allegedly broken off.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara3g, serial number/date code 12he004731 is approximately 2 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers' medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.